Manufacturer narrative:
Device was used for treatment, not diagnosis. The event date was reported as (B)(6) 2015 but it is unclear whether this was the actual date the subject device broke or was discovered to have broken. Additional information was requested but was not made available by reporter. (B)(6). A device history record reviews for both manufacturing and sterility were performed for the subject device lot. The reviews showed that there were no issues during the manufacture or sterility of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a locking compression femur plate, originally implanted on (B)(6) 2015, had broken postoperatively without trauma after approximately five (5) months post-implantation. It was reported that the plate breakage was discovered on (B)(6) 2015, and the patient underwent revision surgery on (B)(6) 2015. The broken plate was removed along with thirteen (13) intact screws. There is no allegation of complaint against the screws. It is unknown if the plate broke at an occupied screw hole. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the breakage of the lcp-df* plate occurred at the fifth proximal combination plate hole. The lcp was implanted on (B)(6) 2015. According to the device report, the revision surgery to remove the broken lcp-df was carried out on (B)(6) 2015. There was no report with respect to the aftercare of the patient. No x-ray images were provided. Based on the topography of the fracture surface, it is likely that the implant was subjected to low dynamic bending loads. Constant load cycles (during walking) led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the lcp-df*. The plate could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Product investigation summary: the chemical composition of the lcp-df* was tested by edx (qualitative). The plate* was found to be made of high-alloy stainless steel and can be compared with the german material 1.4441. This steel used for surgical implants is an austenitic stainless steel. The dimensions of the investigated lcp-df* (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and specifications. The width of the plate* was 16.2 mm and the thickness was 5.78mm. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: based upon the investigation of the returned device, which was completed on november 26, 2015, that plate broke at the fifth proximal combi-hole. Per the investigation, the plate hole was not occupied by a screw.